Event description:
It was reported that an asymptomatic patient presented in clinic after receiving alert for non-sustained lead noise due to crosstalk (far-field p-wave oversensing). The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that asymptomatic patient presented to clinic with episodes of non-sustained rv oversensing due crosstalk. Suggested programming changes were made. Patient was fine after event.